Event description:
A report was received that the patient had experienced pocket site pain and underwent a pocket revision. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that prior to the revision procedure, the patient stated that the implant was very superficial and barely under the skin.

Event description:
A report was received that the patient had experienced pocket site pain and underwent a pocket revision. The patient was doing well postoperatively.